Event description:
The customer stated that a falsely elevated troponin result was generated for one patient, while using the architect stat troponin-I assay. The customer indicated the patient was taking warfarin. The customer provided the following result data: sid (B)(6): initial (serum): 0.075 ug/l, sid '(B)(6)': retest (plasma) 0.02 ug/l. The customer indicated the cutoff used by the customer was 0.03 ug/l. There was no adverse impact to patient management reported. No additional information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 14543un11 and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect stat troponin-I reagent list number 02k41, lot number 14543un11, was not identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.